Event description:
It was reported that during an atrial fibrillation ablation a farastar generator was selected for use. During procedure, 301 error was displayed. Troubleshooting was performed, reposition the catheters, replaced catheters and rebooted the farastar generator. The error was not able to be cleared. The procedure was canceled, while patient was under general anesthesia. Cases the next day were canceled, and a field engineer came out and replaced the computer board. System has been working well since the replacement. No patient complications were reported. The device was later returned to boston scientific.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The farastar master pcba in the returned generator was confirmed to have electrical defects. Through testing resistor values, there were issues on channel 2. R223 on channel 2 was measured above expected. The reported 301 errors and display issues could not be reproduced. The farastar master pcba that was returned separately was determined to be fully functional with no issues.

Event description:
It was reported that during an atrial fibrillation ablation a farastar generator was selected for use. During procedure, 301 error was displayed. Troubleshooting was performed, reposition the catheters, replaced catheters and rebooted the farastar generator. The error was not able to be cleared. The procedure was canceled, while patient was under general anesthesia. Cases the next day were canceled, and a field engineer came out and replaced the computer board. System has been working well since the replacement. No patient complications were reported. The device was later returned to boston scientific.